Event description:
It was reported that the pt was treated with baclofen for spasticity. The pt had a history of traumatic brain injury after heart rhythm treatment, "many years ago". The treatment was effective compared to the spasticity with no treatment. It was noted that the pt was being treated for a urinary tract infection and was more spastic. The pt had never reached their therapy goal of "relieving the burden of spasticity." It was noted that dose increases are ongoing at every refill. Per the reporter, there were volume discrepancies. On (B)(6), the volume was "2,3" ml more than the interrogated volume. On (B)(6) and (B)(6) the volumes were not recorded. On (B)(6) it was again "2,3" ml more than the interrogated volume. On (B)(6) volumes were not recorded. On (B)(6) it was "2,6" ml more; and on (B)(6) it was "3,5" ml more than the interrogated volume. Troubleshooting was planned to occur in (B)(6), which was to include an x-ray with contrast (dye study). The pt was without injury. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).